Event description:
During a remote follow up, it was noted, inappropriate shocks were delivered due an incorrect interpretation of signals. No malfunction of the device was alleged by the physician, it was suspected the cause of the incorrect interpretation of signals was due to the programmed settings of the device. Technical support was contacted and reprogramming was recommended. No intervention has been performed at this time. The patient was stable and will continue being monitored.